Event description:
A renegade hi flo catheter was used for a therapeutic procedure. It was reported that when the catheter was pulled out from the hoop packaging, a crack was found on the hub of the catheter.